Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a robotic hysterectomy with bilateral salpingectomy performed on (B)(6) 2020. The patient had pre-op diagnoses of adenomyosis, pelvic pain, and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, as no event date was reported. This event was reported by the patient's legal representative. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.